Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. It is unknown if the death was device related. It was also reported that another device, model 4450, was implanted. No further details were provided. Information learned from implant pt registry. It was additionally reported that a second device, model # 4450, was implanted. Refer to MFR report # 6000002-2009-09748.